Event description:
It was reported that the patient presented for a lead revision procedure on (B)(6) 2025. The patient's right ventricular lead was previously noted to be dislodged on (B)(6) 2024. The patient's lead exhibited low amplitude sensing during the procedure. The patient's lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported events were dislodgement and r-wave amp variation. As received, a complete lead with a clip-on-tool was returned in one piece for analysis. The reported event of r-wave amp variation was not confirmed. Visual inspection of the lead found the helix to be partially extended and clogged with blood. X-ray examination found the over-torqued inner coil consistent with procedural damage. After cleaning, helix was able to be retracted and extended when torque applied directly to the inner coil. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Investigation conclusion code.